Event description:
It was reported to ge medical systems that the arc lock released when the unit was being moved and a person next to the unit was bumped by the tube end of the c-arm. The lock was tightened many times, but will not stay tight. No injuries were reported.